Event description:
Consumer complaint of blood result reading of "lo." Customer's normal range is between 90-120 mg/dl. Last 5 tests in memory: "lo", "lo", 90 mg/dl, 120 mg/dl, 112 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Black chemistry was observed on the test strips. The root cause of malfunction is due to improper storage. Additional product codes added.

Event description:
Consumer complaint of blood result reading of "lo". Customer's normal range is between 90-120mg/dl. Last 5 tests in memory: "lo", "lo", 90mg/dl, 120mg/dl, 112mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report number (B)(4).